Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported via social media that an implant movement and explant occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx laa closure device was implanted. Following the procedure, the closure device became loose from its initial position. The closure device was then removed from the patient. No further information was provided.

Manufacturer narrative:
B3: date of event - estimated as 01 jan 2023 since this is the year the social media comment was made, and the event date is unknown. D6a: implant date - estimated as (B)(6) 2023 since this is the year the social media comment was made, and the implant date is unknown. D6b: explant date - estimated as (B)(6) 2023 since this is the year the social media comment was made, and the explant date is unknown.